Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 2 months post implant of this 29mm bioprosthetic aortic valve, a non-medtronic transcatheter valve was implanted valve-in-valve. It was reported that the bioprosthetic valve was degenerated resulting in severe aortic insufficiency. Severe left ventricular dysfunction was also present. The patient tolerated the procedure well, and no additional adverse patient effects were reported.